Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's board needs to be replaced to address the issues. Upon further review, this complaint has been deemed as a reportable event.